Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. Troubleshooting with tandem technical support was performed and the touchscreen remained unresponsive. Customer's blood glucose level was not impacted. Reportedly, customer has back up shots for insulin therapy.